Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and could not duplicate the reported failure. The asp inspected the switch printed circuit board assembly (pcba) and found that the connector was loose. After the connector on the switch pcba was adjusted, the issue was resolved. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the accept button on the v60 ventilator was not functional. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The bme reported the front bezel was recently updated and requested onsite service to ensure the remediation was implemented correctly. The rse advised the customer the likely failure was the switch printed circuit board assembly (pcba), which is not part of the of front bezel assembly. Investigation is ongoing.